Event description:
The customer reported the system displayed several fast stop errors thereby resulting in a system shut down without command. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. It was reported that no problem was found. The system was operating as intended.